Event description:
It was reported that stent placement failed and the patient experienced pain. Two synergy xd were advanced for treatment, but failed to "hook" and had to be pulled out. Per the patient, inadequate sedation was provided and excruciating pain during removal of the stents was experienced. A third synergy xd was successfully placed to complete the procedure.

Manufacturer narrative:
Correction: h6 device code.

Event description:
It was reported that stent placement failed and the patient experienced pain. Two synergy xd were advanced for treatment, but failed to "hook" and had to be pulled out. Per the patient, inadequate sedation was provided and excruciating pain during removal of the stents was experienced. A third synergy xd was successfully placed to complete the procedure.